Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, first device was used to seal the vessel less than 7mm in diameter and there was no regarsp sound. There was a sound indicating the sealing was complete and there was a smoke rising. When the doctor performed the cutting, bleeding appeared and the vessel was only sealed outwardly and the blood spurted out in the lumen. The vessel was not completely closed. When replaced with another device, the situation still happened. The doctor was instructed to redo the clamping and soldering operations; however, same situation occurred but less than at the beginning. They replaced the device by another manufacturer's product. The patient had a bleeding less than 250cc. There was no patient injury.